Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred. A 1.75mm rotapro and rotawire were selected for use. The guidewire clip was positioned at the distal end of the wire and placed within the docking port of the advancer. While navigating the burr through the guide catheter while in dynaglide mode, the guidewire looped and twisted on itself and was pulled out of the coronary vessel. The procedure was completed with the original device and no patient complications occurred.